Event description:
Luxation happened on (B)(6) 2015 then cured by closed reduction. Surgeon found there is still instability and did a revision to replace the glenosphere on (B)(6) 2015.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and med device.